Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level above 500 mg/dl with a high level of ketones. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Bg was treated with unspecified fluids, and insulin. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 200mg/dl.)